Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Review of field data showed the complaint lot did not indicate unusual reagent lot performance. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified. Adverse event or product problem. Describe event or problem updated with patient data relevant to this reagent lot.

Event description:
The customer observed multiple falsely elevated troponin-I patient results while using the architect stat troponin-I reagents and the architect i2000sr analyzer. The following data was provided. Patient initial ((B)(6)) 0.134, repeated 0.006, 0.00 repeated using I-stat 0.00. No additional information for this patient was provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed multiple falsely elevated troponin-I patient results while using the architect stat troponin-I reagents and the architect i2000sr analyzer. The following data was provided. Patient 1 (no sid provided): the customer used high cutoff 0.05, intermediate 0.03 to 0.05, and normal less than 0.03 ng/ml. Sample 1 less than 0.01 (not elevated). Sample 2 (4 hours after sample 1) 0.013 (not elevated). Sample 3 (4 hours after sample 2) 0.092 (elevated), 0.017 (not elevated). The patient release was delayed while the elevated sample was repeated. No treatment was provided to the patient based on the elevated result. The patient was discharged. Patient 2 (no sid provided): the customer used normal range 0.0 to 0.02 ng/ml. Sample 1 0.068 (elevated). Sample 2 (about 2 hours after sample 1) less than 0.01 (not elevated). No additional information for this patient was provided. Patient 3 (no sid provided): the customer used normal range 0.000 to 0.040 ng/ml. Sample 1 0.019 (not elevated). Sample 2 0.012 (not elevated). Sample 3 0.061 (elevated), 0.017 (not elevated). The patient was in the emergency room and was admitted to the hospital between the first and second sample being tested. Patient 4 (no sid provided): initial 0.134, repeated 0.006, 0.00. Repeated using I-stat 0.00. No additional information for this patient was provided.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified. Conclusion code in evaluation codes was corrected.